Event description:
Staff at clinic was preparing to use device. Noticed that the battery cover door was not secure. Staff noticed battery had been bulging. Staff replaced battery and performed self test. Device was able to be used.